Manufacturer narrative:
There was no reported event for the returned lead. Failure event observed during analysis. As received, a partial lead connector portion was returned in one piece. Visual inspection of the lead found full breach degradation. The lead had a short due to coil and insulation damage consistent with procedure damage.

Event description:
This report is to advise of an event observed during analysis.